Event description:
It was reported by medwatch report that the procedure was being performed on a female pt. The report states: central line was inserted without complication. On post op chest x-ray, the radiologist thought they saw a wire density projection in the right infrahilar region. After consultation with the surgeon, it was determined that a portion of the spring wire guide sheared off and migrated into the pulmonary artery branch. Surgeon did state it appeared to have unraveled, but felt as if all of it had come out. The pt elected not to return to surgery to have the retained portion removed and the pt was discharged home without further incident.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.